Event description:
It was reported that during a device change out, the right ventricular (rv) lead had noise oversensing during dft testing. The rv lead was capped and replaced. During the same procedure, when the chronic atrial lead was connected to the new device, the atrial lead had high thresholds and high impedance. The lead was unconnected, the device header was checked and reconnected to the device and impedance and threshold measurements were normal. The atrial lead and device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.